Manufacturer narrative:
H3. Product analysis findings: the concerto pusher was found bent and broken at the hypotube break indicator (hbi) with the release wire extending from the broken end for ~9.0cm. No other bends or kinks were found with the remaining pusher. When examined under the microscope, the release wire coin was found pulled back from the lumen stop, the shield coil was found stretched, and the implant coil was found detached and missing. The implant coil was not returned. Based on the device analysis and reported information, the customer¿s reports of ¿non-detachment¿ could not be confirmed. The implant coil was found detached and the pusher was found broken at the manual detachment location. There appears to have been an attempt to detach the implant utilizing the manual detachment method. As the coil shield was found stretched it is possible the coil shield became wrapped around the coil shell or proximal end of implant coil contributing to the event; however, the root cause could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil could not be removed, although the wire could be broken off at the back. The coil could not be set down, even with a clamp. The coil was able to be removed together with the system, the intervention was extended by a moment. It was also stated that if the coil had been withdrawn, it could have loosened and closed another vessel. There was no injury to the patient as a result of the event, and no further event information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the failed attempt to detach the coil was using manual method; an instant detacher was not used in the case. There were no issues prior to the coil non-detachment.